Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had drug remaining in the intravenous bag after the infusion completed. This occurred during bevacizumab therapy. The flow rate was 300ml/hour and the volume to be infused was 100ml in a "fk free flex 100ml container with equashield." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.